Event description:
The stem was broken during the percutaneous removal. The dome portion was retrieved by an endoscope. The obturator was used for the removal. It occurred 10 months after placement. Co received only the dome portion without the outer bolster.